Manufacturer narrative:
The investigation for the reported stroke and vascular damage has been completed. No product was returned for a visual inspection. Data log analysis was not necessary for this complaint. The root cause of the stroke and vascular damage could not be determined. The cause of the great vessel vascular damage could not be determined because no product was returned and not enough clinical information was given. The true root cause of the stroke/cva could not be determined.

Event description:
The complainant reported 43-year-old male patient on impella 5.5 support was noted to have an aortic dissection and multiple cerebral infarctions. The patient also had a valve replacement and was on extracorporeal life support (ecls) therapy.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿